Manufacturer narrative:
Telephone number continued: (B)(6). Zip code continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of rupture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Event description:
Healthcare professional later reported, capsular contracture, baker grade ii.

Event description:
Explanting physician reported rupture. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification) and a sharp opening assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of the shell assessed as to inconclusive. Additional observations: crease fold observed in the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.